Manufacturer narrative:
A field service engineer (fse) was dispatched who installed windows 7 revision of the keyspan serial/usb converter driver software to the c drive of new pc. Then he configured the driver mapping to "global" and checked the communication. The pc, analyzer, and digital interface to the las server were rebooted. The device was then tested by running patient samples. No further issues were noted. No further action was required by field service. The probable cause of the reported event was due to fault/ failure of the external cpu. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported that the reporting software (rps) pc attached to the g8 analyzer would not reboot due to host communication issues. A field service engineer (fse) was dispatched on (B)(6) 2016, to address the reported event,which resulted in delay in reporting of patient results hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.